Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2007, to treat her "pelvic relaxation with a 3rd - 4th degree cystocele and 3rd degree uterine relaxation." According to the complainant, post-implantation, the patient experienced pain and recurrent urinary tract infection (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.